Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that height drawers 4 and 5 were failed. The field service engineer (fse) replaced the drawer board, and the drawer responded properly. The fse also replaced the rails for the main full-height drawer (11), and the drawer became responsive. The fse configured sub drawers (4 and 5) and verified normal operation with customer. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower there was an issue with the fingerprint scanner showing an error when the medbank application was launched, and a drawer offline error was also displayed on the screen. However, there were no delays or adverse events or injuries reported based on this event.